Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 10. The tevar indication was rapid expansion. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted within zone 3, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 58mm, in zone 9. Additionally branch treatment of the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and right common iliac artery (rcia) was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. A postoperative complication for the patient was reported to be dysrhythmia. No additional complications were reported and the patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 9. The maximum aortic diameter within the treated area at discharge was not provided. The patient underwent follow up visits on unknown pod(s): 43, 259, 677. On an unknown date, approximately pod 43, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 34mm. On an unknown date, approximately pod 259, follow up imaging reported an extension of the dissection proximally, the maximum aortic diameter within the treated aorta, evg measured 58mm. On an unknown date, approximately pod 677, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 34mm.

Manufacturer narrative:
Updated: date of event.